Event description:
On (B)(6) 2015 the reporter contacted lifescan (lfs) alleging an issue with the patient¿s onetouch ultramini meter as he was attempting to test in the memory mode. Medical surveillance attempted to follow-up with the reporter for additional information, however was unable to contact the reporter or patient for follow-up questions. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2015 (exact time not specified) when it was noticed that the patient was attempting to test in the memory mode of the subject device. It is unknown how the patient usually manages his diabetes, and the reporter stated that the patient did not make any changes to his usual management routine in response to the alleged issue. The reporter stated that the patient experienced symptoms of ¿passed out¿ approximately 2 months after the reported issue began, and was taken to the emergency medical services (ems) on (B)(6) 2015 at 8:14am where it is reported the patient self-treated by consuming additional food and/or drink. It is unknown whether the patient¿s blood glucose was measured using another device, and it is unknown if the patient received any form of hcp treatment in response to the reported issue. At the time of troubleshooting, the csr educated the reporter on the correct testing procedure, walked through a re-test and was able to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.